Event description:
It was reported that "pt called to report that she is experiencing pain ever since receiving the implants. Had bilateral knees done on the same day and is experiencing pain in both knees. Said that she cannot stand up and straighten her legs, they are at an angle. Had seen 4 doctors for opinions and all tell her that the prosthesis is oversized for her, and has been told that she would need revision surgery. (B)(6) in (B)(6) is treating her with shots and medication for pain. Pt also wants to know if any of the implants she rec'd is part of any recall. There will be 2 per's entered for this pt, one for each knee. This per is for the left knee."

Manufacturer narrative:
The following other devices were listed in this report: triathlon-prim tib baseplate - cemented: cat# 5520-b-300; lot wfrd. Triathlon ps x3 tibial insert: cat# 5532-g-309; lot re5mdd. Triathlon asymmetric x3 patell: cat# 5551-g-350; lot z154. Triathlon femoral peg modular distal fixation: cat# 5575-x-000; lot lameh. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.